Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sutureless connector was noted to have a crack/split at the bottom of bell of connector. It was not used within a patient. It was noted there was no patient injury.

Manufacturer narrative:
The sc (sutureless connector, serial # (B)(4)) assembly along with the proximal catheter segment and pin connector were returned for analysis. There appeared to be a material failure with the sc connector. The reported splits / tears were present with no evidence that a tool could have caused them.

Manufacturer narrative:
Continuation of concomitant medical products: catheter model 8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk; catheter model 8578 serial# (B)(4); catheter model 8578 serial# (B)(4) implanted: (B)(6) 2012 explanted: unk.